Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1, "introduction," lists cardiac arrhythmia, right heart failure, and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced supraventricular tachycardia (svt) and exacerbation of right heart failure starting on (B)(6) 2023. The patient received a cryoablation, had multiple episodes of supraventricular tachycardia (svt) that required interventions, and received multiple bronchoscopies. The patient also required both revolution extracorporeal membrane oxygenation (ECMO) support and a protek right ventricular assist device (rvad) during postoperative phase. It was noted that the patient had a history of right ventricular failure before implantation that was exacerbated by the left ventricular assist device (lvad) therapy. The patient had no history of svt. The patient was moved to comfort care after a turbulent course post-implant. The pump operated as expected. Care was withdrawn on (B)(6) 2023. The death was not considered to be device related.